Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) following an unrelated cardiac stent procedure. A replacement surgery was performed in which the existing system was removed and replaced. Upon explant, fluid loss was noticed due to a pinhole in the cuff pillows. The physician did not believe the device caused or contributed to the incontinence symptom. There were no further adverse events to the patient.